Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject 3dv-190 was returned to olympus medical systems corp.(omsc) for the evaluation. Omsc tried to reproduce the phenomenon with the following devices. However the phenomenon was not reproduced. -the subject 3dv-190. -the cv-190 combined with the subject 3dv-190. -the cv-190 owned by omsc. Omsc investigated with these devices and found the following. -there was the signature adhered any liquid on the rear panel of the 3dv-190. -there was a lot of signature adhered any liquid on the inside of the 3d-190 (e.g. The circuit board). Omsc also confirmed that the saline was spilled to the wm-np2 combined with the subject 3dv-190. Based on these investigation results, omsc surmised that this event occurred by one of the following two mechanisms. The saline was adhered the inside of the subject 3dv-190. The circuit on the circuit board and/or the power supply unit of the subject 3dv-190 was short-circuited by the saline. Thus, the power of the subject 3dv-190 was shut down and the endoscopic image was disappeared. At the time of the investigation, the phenomenon was not reproduced due to the returning to the condition without short-circuits by the drying of the saline. The saline was spilled to the transformer of the wm-np2 combined with the subject 3dv-190. The circuit of this transformer was short-circuited by the saline. Since the power was not supplied to the subject 3dv-190, the endoscopic image was disappeared. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following information. The 3d endoscopic system of olympus was used for the unspecified procedure. The facility staff spilled the saline over the 3d endoscopic system mistakenly during the procedure. Subsequently, the power of the 3d endoscopic system was turned off and the endoscopic image was disappeared. The facility staff confirmed that the saline was spilled to the following devices. -3dv-190 -cv-190 -imh-20 -wm-np2. The 3d endoscopic system had the two cv-190s. The saline was spilled to only one cv-190. The facility staff didn¿t reboot the subject devices because the subject devices were wet. The facility staff replaced the 3d endoscopic system including the subject devices with the unspecified another endoscopic surgery system and completed the procedure. There was no report of the patient¿s injury regarding this event.